Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: report fails pressure disc sensor test was confirmed. As received the syringe was powered on with no error massage. However; the syringe was detected syringe driver head error excessive force has been applied to syringe arm head. The syringe was alarmed for occlusion with no pressure applied to pressure transducer. Failure investigation isolated the cause of failure to the pressure transducer assembly. The syringe passed pressure disc accuracy testing when tested with a known good pressure transducer assembly and failed when tested with original pressure transducer assembly. Conclusion: faulty pressure transducer assembly part number 147482-104 is the main cause of report fails pressure disc sensor test. Rework:: recommend replacing pressure transducer part number 147482-104 and the pressure sensor harness part number 147975-102 disposition: route to service for normal process.